Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: a log file was submitted for review regarding a replace system controller alarm message on the system monitor. No functional issue was reported with the system controller. Analysis of the provided log file revealed motor stopped events with associated hazard alarms (low flow hazard, low speed hazard) were intermittently captured throughout. A time base fault was captured on (B)(6) 2024 at 9:28:28 during one of the motor stopped event. The time base fault would have activated a replace system controller alarm message on the system monitor only. The time base fault resolved once the system recovered from the motor stopped event. The time base fault has the potential to become active during short-to-shield or phase-to-phase condition associated with driveline issue. Additional information communicated that system controller (serial # (B)(6)) was not exchanged and no product is returning. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms. System controller fault alarms ¿an internal malfunction or other issue has occurred that requires clinician diagnosis and resolution. To resolve alarm: call your hospital contact as soon as possible for diagnosis and instructions.¿ in section 2 of both manuals, covers replacing the running system controller with a backup controller. Important! Ensure that the patient understands the importance of having a caregiver present during system controller exchange if at all possible, and that all labeling instructions are followed, including calling hospital contact if instructed. Heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a known phase to phase issue with frequent pump off events. The system monitor displayed, "replace system controller." There were no active alarms. A log file review found that the pump had speed issues due to the phase to phase short.